Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 43 mg/dl. Reportedly, due to being a new pump user and getting adjusted to the pump settings, the customer thought it was due to the body not processing the bolus fast enough. Juice, applesauce, and cookies were consumed to treat bg.